Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/I have no complaints, no pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (coils removed, 6 weeks post operative and had an ablation). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: the event 'medical device removal' was replaced with pain and additional event 'genital bleeding' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days') and genital haemorrhage ('irregular bleeding, longest lasted for 7 months') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "in that time I got pregnant". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). On an unknown date, the patient had essure inserted. The duration of use was 10 years 9 months 3 days. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 10 years 9 months 3 days, experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("the hair I lost "), rash ("skin rashes"), autoimmune disorder ("autoimmune disorders"), tooth fracture ("the teeth that broke"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("the weight gained"). The patient was treated with intrauterine contraceptive device (iud nos) and surgery (salpingectomy and ablation, then hysterectomy and had an ablation). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, habitual abortion, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: miscarriage, hair loss, pregnancy with contraceptive device, device ineffective, autoimmune disorder, tooth fracture, weight increased, anxiety, depression, medical device removal quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: nullification: this report was detected to be a duplicate to record # us-bayer (B)(4) to which all information will be transferred, then this duplicate case # us-bayer-(B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: quality safety evaluation of ptc (product technical complaint) . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.